Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file analysis confirmed the pump error 53 due to the software error. The pump error 63 was confirmed in the pump history due to a problem isolated to the keypad assembly. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of software error detected and hardware low level failures. The customer's blood glucose reading was 117 mg/dl. The insulin pump will be returned for analysis.